Manufacturer narrative:
The pt remains ongoing. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The pt was supported with a paracorporeal ventricular assist device (pvad). The bio-medical engineer reported on (B)(6) 2013, the hosp lost power due to electrical work being done in the hosp. The dual drive console (ddc) stopped working about 45 seconds after the loss of power. Once power was restored, the ddc functioned again. The MFR evaluated the unit and was unable to reproduce alarms, and the system ran on batteries for about 30 minutes with no issues.